Event description:
Facility staff were attempting to deliver device defibrillator therapy to a patient. Reportedly, the device would not work. The observation or observations upon which this allegation was based was not reported. The device was removed from the patient and a backup device of same model connected to the patient. Reportedly, the backup device would not work either, again without specific information regarding this allegation. The patient was not resuscitated.